Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient had called due to receiving an air detected in cassette wanting during drain 2. The patient had already spoken to his nurse and disconnected from cycler at time call was returned. The patient noted fluid inside the cassette door when cancelling treatment. The cycler was replaced.